Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." According to the customer: "fault. Vancomycin infused over 42 minutes instead of 60 minutes despite 3 person check. Correct mg/kilo, dosage, weight, time interval and drug volume dialled into pump. (34.05 mg in 6.8 mls, weight 2.27 kg over 60 minutes). Programmed rate was based on volume to be infused of 6.8ml, but only 2.3ml in syringe."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not provided for investigation in our service laboratory in bbm melsungen, germany: no sample was sent to melsungen for investigation. No technical malfunction was found in the history files. According to the attached history file, the syringe bd plastikpak 10ml was selected on the (B)(6) 2021 at 11:28am. The plunger of the syringe was reached by the drive head at approximately 2.1ml. The infusion was started at 11:30am with a flow rate of 6.81ml/h. At 11:45am the syringe near empty alarm occurred. At 11:48am the infusion stopped, because the syringe empty alarm occurred. 2.11ml were infused. The complaint is not confirmed.